Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection around the implant side. The issue is treated with antibiotics (type not reported) and the healing process will be observed. It was also reported that the patient experienced tinnitus and pain around the implant side. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another manufacturer's device during the same surgery. This report is filed (B)(4) 2013.